Event description:
Samples received.

Manufacturer narrative:
Investigation summary: three photos were received and investigated by our quality team. The photos presented a detached safety shield like customer complained- which verified the issue. The root cause of this failure is not known due to the device history record review having no quality issues and the physical sample not being received for further investigation. There are also no errors detected in photos with exception of safety shield being off.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. D.4. Other lot number includes unknown and other expiration date includes unknown. H.4. Other lot number device manufacture date is unknown.

Event description:
Materials #: 305829, batch #: unknown, 3330684 and 2271572. It was reported that the bd eclipsetm needle 25g x 5/8"tw safety shield broke off (eclipse). The following information was provided by the initial reporter: "eclipse needles safety activation is breaking." Verbatim: rcc received a complaint via phone. Pir attached. Product complaint: mds. Contact: manger dept: ambulatory. Contact: director of ambulatory quality managment. Issue: eclipse needles safety activation is breaking. Ref: (B)(4). Lot: unknown, 3330684 and 2271572 doe: multiple doe will send them when the acknowledgement is sent out. Pt harm: no. Additional information provided: dates of occurrences: (B)(6) 2024 (four different users reporting this issue). I do not have notes of what lot numbers impacted which dates. If we have additional occurrences, I will make sure to have the staff notate this. We had several occurrences before this was noted to be a significant risk event.